Manufacturer narrative:
We received one 131f7 catheter with an attached limited volume monoject syringe for examination. The reported event of balloon burst was not confirmed although the balloon would not stay inflated. Leak testing confirmed leakage between the inflation lumen and the distal lumen from inside of the backform. No cut- down could be performed due to dried blood inside the proximal injectate lumen that could not be removed (full occlusion). An x-ray was taken of the backform and the x-ray shows the two extension tube being inserted into the backform at the same depth and there does not appear to be any voids. Lot number was not provided, therefore, review of the manufacturing records could not be completed. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint.

Event description:
It was reported that before use, the balloon burst. No patient complications were reported.